Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Event description:
It was reported that coating issue occurred. A 035/260 (bx/5) amplatz super stiff guidewire was selected for use. During the course of the procedure, it was noted that the outer coating came off of the mandrill. The procedure was completed with a new wire. No patient complications were reported.